Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device not was received from the customer and therefore, an evaluation of the device was not possible. The cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump fell out of the ventricle during attempted repositioning to move the device away from the papillary muscle. The pump was unable to re-cross the valve, therefore, removed/replaced. No patient harm was reported.